Event description:
It was reported that ongoing cartridge alarm occurred during insulin delivery. Customer reloaded the existing cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.